Event description:
The customer contact reported that the device touchscreen was out of calibration. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.